Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2014 and obtained the following information: the patient tests a minimum of five to six times a day and manages his diabetes with a insulin pump therapy (based on food intake and blood glucose reading with the subject meter). The patient confirmed and clarified that on (B)(6) 2013, he went to the hospital due to the flu, which later evolved into pneumonia, and subsequently caused him to have kidney failure. The patient indicated he was hospitalized for a month, and it was during his hospitalization he noticed an inaccuracy issue with the subject meter. The patient indicated he had compared his meter with the hospital¿s meter (results unknown) and noticed a significant difference between the readings. Throughout his hospitalization, however, the patient indicated his insulin regimen was based on the hospital meter readings. After being discharged from the hospital, the patient indicated he continued to use the subject meter and administered his insulin based on the subject meter¿s reading. In (B)(6) 2014, during a scheduled doctor¿s office visit, the patient indicated he compared the subject meter against his doctor¿s meter (results not known) and was later advised by his physician to have the subject meter replaced. There were no indications of symptoms or medical intervention at that time. At an unknown date/time after his doctor¿s visit, the patient confirmed he obtained blood glucose readings of ¿99 and 159mg/dl¿ with the subject meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient does not recall what action he took in response to the readings; there were no indications of symptoms or medical intervention after obtaining the reported results with the subject meter. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury. The patient reportedly was hospitalized for a non-diabetes related issue. This complaint, however, is being reported because the alleged product issue was not resolved during troubleshooting.